Event description:
Per the clinic, the patient experienced wound dehiscence and extrusion of the electrode array at the incision site. The patient was administered IV antibiotics on (B)(6) 2015. On (B)(6) 2015, the patient underwent a procedure for wound debridement, exploration of the site and repositioning of the receiver stimulator. On (B)(6) 2015, the patient underwent a second revision surgery to have granulation tissue excised and the electrode array repositioned. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.